Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via the submitted log files. On 02nov2025, the log file captured power cable disconnect and low voltage hazard alarms, followed by a no external power alarm. The alarms activated due to a loss of alternating current (ac) power while connected to the mobile power unit (mpu). The alarms resolved once external power was restored to the system. The backup battery supported the system without issue during the event. The pump operated as intended on the reported event date. The mobile power unit (serial number: unknown) was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 3 of the IFU, "powering the system", and section 3 of the patient handbook, ¿powering the system¿ explain how to properly use the mobile power unit (mpu). Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the IFU, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that log files were submitted for review. The log files captured a loss of external power to the mobile power unit (mpu) on (B)(6) 2025. The system continued to operate at the set speed and was supported by the system controller¿s backup battery until external power was restored. In addition, the log noted a few low power advisories due to normal battery depletion. There were no other unusual events recorded in the log file event history.